Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, it was found that the patient's atrial lead exhibited low, out of range pacing impedance and inadequate sensing and capture threshold. A chest x-ray was performed which raised the suspicion of the lead sustaining insulation breaches. The lead was capped and replaced on (B)(6) 2020. The patient was stable.